Manufacturer narrative:
The tech tested the bed and could not duplicate the issue. The bed functioned as designed.

Event description:
The account alleged that the head of the bed would not stay raised. No pt impact.